Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt's programmer turns off by itself. The pt does not have stimulation. The programmer turns off on locating ipg. Replacements were sent to the pt awaiting state of resolution for the pt. No further info is available at this time.